Event description:
Light is blinking. No injury reported.

Manufacturer narrative:
Customer complaint confirmed. This was caused by outgassing of adhesive that is used on a internal component. This outgassing caused surfaced contamination build up on the optical taper and results in low light output.